Manufacturer narrative:
Additional narrative: patient ID, date of birth/age and weight were not provided for reporting. (B)(4). Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant was used in surgery for olecranon fracture on (B)(6) 2017. During va-lhs (locking head screw) screw insertion, it could not be fixed to va-lcp olecranon plate (B)(4). Although a replacing screw was tried, it did not solve the issue. When the surgeon tried to insert the screw into another hole of the plate, the fixation was completed without any difficulty. The plate was fixed using the other holes except the hole which was not locked, and then the surgery was finished with twenty (20) minutes delay. There was no adverse consequence to the patient. The surgeon commented he performed the surgery as per IFU. Procedure was completed successfully. Concomitant parts reported: screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.7mm/3.5mm ti va-lcp olecranon pl 2h/lt/90mm-ster. (B)(4).